Event description:
A pt at the facility was provided a portable oxygen system to use while going from their hosp bed to the washroom, while in the washroom the pt began to feel faint and proceeded to return to their bed, during this return, the pt fell to the floor and began seizing due to no oxygen. The pt immediately received assistance from the hosp staff. Device not flowing/stopped flowing.